Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been corrected and provided in h10 section of this report.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the back of pump / battery side found on (B)(6) 2022. Pump was received with flashing white screen. Unable to perform displacement test, active current test, self test, and sleep current test due to flashing white screen. Test p-cap locked properly into the reservoir compartment, however damage to the retainer ring was noted during visual inspection. Unable to download pump history files and traces using thus due to flashing white screen. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The j7 connector was broken after visual inspection. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, corroded battery tube, cracked lcd window, and cracked case ¿ display window corner. Cosmetic damage was confirmed at the back of pump / battery side button. Flashing white screen was confirmed due to moisture damage on the lcd flex connector. Moisture damage was confirmed found on pcba 1, pcba 2, motor, vibrating motor, keypad flex connector, and force sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The device was returned for analysis.